Event description:
We received info through a medwatch report indicating an optometrist (od) had some cases of ekc in 2008. The od reported that many of the cases involved acuvue oasys or advance lenses and opti-free replenish solution. The od was contacted and said some pts in his practice had developed corneal infiltrates. Some pts wore acuvue oasys lenses and some pts wore acuvue advance lenses. Most of the infiltrates were ou and central. He said they were well defined and had a "snowflake" like appearance and they were all sterile inflammatory reactions. The infiltrates all resolved and all of the pts resumed contact lens wear with hydrogel lenses. Some pts had cells in the anterior chamber. This report is to document the iritis in the anterior chamber of the pt. The pt wore acuvue advance lenses and used opt-free replenish solution. The pt's va od was 20/60 and os 20/40. The pt had 6 infiltrates od and 4 infiltrates os and injection od was grade 4 and os grade 3. The pt had 2+ cells in the od anterior chamber. There were no cells in the os anterior chamber. Treatment: pred forte, optive and acular. The od reported that the signs and symptoms resolved and the pt returned to wearing hydrogel contact lenses. The ecp did not save the lenses.

Manufacturer narrative:
Device discarded, unable to follow up.